Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of oxaliplatin, the pump module alarmed for air-in-line, occlusion, and then channel error. The user was reportedly unable to turn off the device to restart. Per report, the tubing was "free of bubbles and nothing looked physically wrong with tubing set." There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information and stated that the device was not sequestered, unable to return for investigation.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of channel error was not determined because no products or device logs were returned.

Event description:
It was reported that during an infusion of oxaliplatin, the pump module alarmed for air-in-line, occlusion, and then channel error. The user was reportedly unable to turn off the device to restart. Per report, the tubing was "free of bubbles and nothing looked physically wrong with tubing set." There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information and stated that the device was not sequestered, unable to return for investigation.